Manufacturer narrative:
Additional information received on january 21, 2022 indicated that the explantation date has been cancelled, and nothing scheduled at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii, rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with unknown mentor gel on the right side, and mentor memorygel, 300cc on the left side breast implant experienced bilateral capsular contracture grade ii, and left-sided rupture post operative. The office examinations confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.